Event description:
It was reported that during implant high capture thresholds and high pacing impedance was noted on the right ventricular (rv) lead. The physician elected to remove and replace the rv lead. The patient is recovering after the procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance and high capture threshold were confirmed. As received, a complete lead was returned in one piece. Visual examination found that the lead body was twisted consistent with procedural damage. X-ray examination showed that the inner coil at the connector region was overtorqued and all the filars were broken consistent with damage during the procedure. The cause of the reported events was due to the broken filars of the inner coil at the connector region consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.